Event description:
It was reported that the right atrial (ra) lead and the left ventricular (lv) lead were damaged during the prophylactic explant of another lead. The lv lead was explanted and replaced. The ra lead was explanted and was not replaced secondary to atrial fibrillation (af). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead was extrinsically breached due to a cut and melting. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6948 implantable tachy lead, (B)(6) 2005; 4196 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.